Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not having a minicap on the end of the transfer set prior to starting peritoneal dialysis (pd) therapy, which caused peritonitis. The patient had the clear transfer set cap that comes with the transfer set. The peritonitis was manifested with cloudy effluent and a foul smell. On an unreported date, the patient went to the emergency room (ER) for the peritonitis but was not hospitalized. The patient was initially treated with unspecified antibiotics (orally, dose and frequency not reported) at home and received one dose of vancomycin (dose, route and frequency not reported) in the ER. At the time of this report, the patient was recovering from the event of peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Twelve days after the patient¿s (pt) peritoneal dialysis (pd) catheter was inserted, the pt went for an exit site check and it was noted that the pt had gray, cloudy, foul smelling effluent. The patient had not yet begun pd therapy. It was reported that when the surgeon checks the pd catheter after it is placed, they also flush the pd catheter and a small amount of effluent is left in the patient¿s abdomen. On the same day, the pt was diagnosed with bacterial peritonitis. On the same day, the pt was treated for the peritonitis with unknown antibiotics (dose and frequency not reported). At the time of this report, the peritonitis was ongoing, the pt was improved, and dianeal therapy was ongoing. Should additional relevant information become available, a follow-up will be submitted.